Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found codes associated with the reported event. The ventilator failed the extended self test (est) on multiple tests. The fse replaced the inspiratory module. The ventilator passed all testing per manufacturer's specification and was returned to clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperative condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the inspiratory module was returned to medtronic for failure investigation. No evidence of visible anomalies and/or damage that may have contributed to the event. All connections appear intact. The inspiratory module was installed into a test ventilator. Although the system showed the oxygen (o2) sensor was out of range, troubleshooting resolved the issue by calibrating the o2 sensor. The analysis determined a no fault found as the inspiratory module operated normally for 24 hours with no errors and/or alarms. If information is provided in the future, a supplemental report will be issued.